Manufacturer narrative:
(B)(4). Stent: rx vision 3.0x23; dil cath: voyager nc; trek 3.0x15; trek 3.0x15; guide wire: ht balance, ffr wire; guiding catheter: 6f. Factors which may contribute to difficulties visualizing a balloon dilatation catheter during product placement in the target lesion include, but are not limited to, missing marker bands, patient anatomy, procedural contrast, and/or visualization equipment. To ensure this is not the result of a manufacturing deficiency, marker band placement is 100% visually inspected and measured. Catheter marker band placement is located at the ends of the balloon working length as this is the area of the balloon that comes into contact with the target lesion during inflation. Without the return of the product for evaluation, a conclusive cause could not be determined. It was reported that after the inflation of the mini trek balloon, thrombosis was noted and the patient experienced a non-significant elevation in troponin with a normal electrocardiogram. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during a proximal left anterior descending artery (plad) stenting procedure, in a moderately calcified vessel, after implantation of a 3.0x23 rx vision stent which jailed the diagonal branch, stenosis and moderate calcification was noted in the diagonal artery. Two trek balloons were advanced via kissing balloon procedure, one into the lad and one into the diagonal artery. After the first balloon inflation in the diagonal artery with the trek balloon, thrombosis was noted. Reportedly, the deliverability of the balloons was excellent; however, the visibility was poor. Another trek balloon was used successfully to open the diagonal artery. The patient experienced a non-significant elevation in troponin with a normal electrocardiogram, and reportedly, is doing fine. Although requested, there was no additional information provided.